Event description:
Tried loading 2 different ev3 concerto coils into microcatheter but they would not load into the stc renegade microcatheter. It met resistance as soon as the coil left the introducer sheath as it entered the hub of the catheter. Upon releasing it in the air, it came out of the introducer sheath just fine. Further information from the radiology tech in response to vendor questions: the coils were hydrated, the catheter was flushed, and continuous flush was administered during the procedure. The patient's anatomy was not tortuous, not relevant as the coil never entered the micro catheter. The catheter is not available for return. The catheter was used for other coils and thrown away at the end of the case. Other coils that were used were actually bigger than the concerto. Manufacturer response for detachable coil, helix ev 3 concerto (per site reporter): they are investigating.